Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be coming from the tubing or the cartridge. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge to address the issue.